Event description:
Event description guidant received information that during a procedure for replacement of a device, it was noticed that the rate/sense connector of this implantable lead was broken. The lead was surgically abandoned, and replaced with out difficulty.